Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to malfunction. A spectranetics lead locking device (lld) was placed within the rv lead to provide traction to the lead to aid in removal. The physician chose a spectranetics 16f glidelight laser sheath and a spectranetics large visisheath dilator sheath to attempt removal of the lead. It was noted that the patient's vasculature was highly calcified. It was reported that during the procedure, the patient's blood pressure dropped due to inversion of the rv during traction, but stabilized with release of the traction. The glidelight and visisheath devices were successful at extracting the rv lead. The rv lead, glidelight and visisheath were then removed from the patient's body. However, after a few moments, the patient's blood pressure began to steadily drop. Rescue efforts began, including rescue balloon, chest compressions, pericardiocentesis, sternotomy and bypass. An injury to the subclavian vein was discovered. The repair of the injury was successful and the patient survived the procedure. The patient was reportedly stable until all tools were removed from the patient. Although it cannot be determined the specific cause of the subclavian injury, the glidelight device was in use in the area of injury during the procedure so is being identified as the suspect device. There is no alleged malfunction of any spectranetics devices in use during the procedure.